Event description:
It was reported that, on an unknown date, the tip to the depth gauge for 2.0mm and 2.4mm screws was found to be broken off. It was reported that this device did not malfunction during surgery while being used on a patient. It was also reported that this event did not contribute to a death or injury. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history records were reviewed and repair was found on part number 319.006, lot number 5864965. The relevance of this repair is not able to be determined. Because the relevance of the repair is not able to be determined, this complaint is indeterminate. Subject device was received with a broken tip. Device is not repairable. The cause of the issue is unknown. No known ncrs are associated with this part and lot number. Subject device was disposed of on (B)(4) 2013. Placeholder.